Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. The procedure was performed under local anesthesia. It was noted that the fat strip was thinner than usual; however, during the procedure, nothing seemed unusual. The following date, the patient complained of pain and mentioned that he believed the hydrogel was leaking out of his rectum. The patient was told to take sitz baths and was given antibiotics to sit on, treatment for a possible fistula. The patient was passing hydrogel for three days; the physician stated that it was probably that the hydrogel was drained out. This event was reported as ongoing at the time of the incident. The patient's external beam radiation treatment has been delayed due to this event. It was recommended a sigmoidoscopy about 5 weeks from the moment of the event to make sure that the mucosa healed before considering proceeding with radiation. It was unknow if the sigmoidoscopy took place, but the patient was referred to a local gastroenterologist.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/26/2024. Block d4 and h4: the complainant could not report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2315 captures the reportable event of fluid discharge.